Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 ( patient code).

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with minor scratches on lcd lens screen and downstream occlusion sensor seal bubbled. Event history log review was performed and found no evidence of reported problem. Visual inspection and dso sensor pressure tests were performed and passed. The investigation reported that the psi data was below specs. The customer reported problem was confirmed. According to the investigation, the reported issue was caused by defective dso sensor. Investigator replaced the pump defective dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical pump had a constant downstream occlusion. There were no reported adverse events.